Event description:
Additional information received noting that the treatment with topical durezol and antibiotics occurred on multiple occasions, the event has resolved, and patient is doing well. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of blebitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported on post-op day 1 after implanting a xen®45 gts they noticed a white deposit at the tip of the distal end of the xen implant subconjunctivally. They described the appearance as what you would see with a blebitis. Patient was treated with aggressive topical durezol and topical antibiotics, and said the inflammation eventually cleared. Once the inflammation cleared, the healthcare professional did do a 5-fu injection due to the bleb appearance at that time.